Event description:
It was reported that approximately 20 minutes after inserting the intra-aortic balloon (iab), the intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer attempted troubleshooting by unplugging and re-plugging the fiber optic cable with no resolution of the alarm. They were unable to get any pressure waveform / numbers, augmented pressure / assisted pressures, heart rate, etc. They then switched the fiber optic cable, helium tubing, and bs EKG cables over to different iabp, but the same alarm was generated. The perfusion tech on a call then called the getinge representative. The getinge representative then began troubleshooting by hooking up a manual arterial line pressure transducer to the iabp to get a pressure waveform, as there were no waveforms on the screen other than EKG. The iabp then generated an unable to update timing alarm after the manual pressure cable was connected and zeroed. The iabp continued to alarm unable to update timing every one minute so it was turned to manual per the doctor to diminish the alarm. The next morning, the iabp was placed in semi-auto mode and it did not alarm at all in regards to "unable to update timing" so the nurse left it in semi-auto mode. The manual pressure transducer was still connected. Iabp mean was in 80-90's, waveform showed late inflation due to iabp optical sensor failure. Cardiologist pulled back slightly on the iab for a possible kink in the line. Waveform looked slightly better. The patient underwent aortic to coronary bypass graft the next morning. The iab was removed 1 day post op. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields: b4, d10, g4, h3, h6, h10. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation updated from "other healthcare professional" to "non-healthcare professional." Health professional? Updated from "yes" to "no."

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing were also returned. A kink was found on the catheter tubing and inner lumen approximately 54.4cm from the iab tip. The optical fiber was found to be broken at the kinked location of 54.4cm. Additionally two kinks were found, one on the catheter tubing and inner lumen near the y-fitting approximately 76.2cm from the iab tip and the other on catheter tubing approximately 34.8cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).